Manufacturer narrative:
Correction information: section b.5. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing multiple electrodes with short circuits. External equipment was exchanged, and programming adjustments were made, however, the issues did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Correction information section h.10. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the header, a slice on the fantail, and the electrode was severed. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of impedance issue could not be verified during this analysis, which was limited in some respects due to the electrode being severed. This device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing multiple open electrodes. External equipment was exchanged and programming adjustments were made, however, the issues did not resolve. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the header, a slice on the fantail, and the electrode was severed. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of impedance issue could not be verified during this analysis, which was limited in some respects due to the electrode being severed. This device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.